Event description:
It was reported that the customer received multiple power source alerts. Reportedly, the customer changed their supplies to a different usb cable and wall adapter, but declined tandem technical support to follow-up regarding the reported issue. Customer¿s blood glucose value was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.